Event description:
The physician was advancing the wire into the needle and the wire seemed to curl back on itself. Physician felt resistance and decided to remove the needle and the wire guide. As the wire was being removed, it elongated and separated. It is believed the separated tip remains in the subcutaneous tissue.